Event description:
The customer reported the panorama telemetry system had lost communication. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system and found that the panorama server had some communication activity disabled adn failing. Corrections include clearing of error logs and rebooting the server. The system was rebooted and communication reestablished.